Event description:
It was reported that the patient was experiencing pain at the device site and underwent a pocket revision. Eight days subsequent to the revision, it was noted that ventricular capture management (vcm) adjusted the right ventricular (rv) lead output to 5 v and 1 ms. The rv lead threshold was also increased to 7.5 v and 1.5 ms. The sensitivity trend was also cleared on the device. The device and lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.